Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The product history records were reviewed and documentation indicates the product met release criteria. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical assistant reported that an intraocular lens was damaged due to the cartridge having an asperity. It was noticed prior to the lens being implanted. Another lens was implanted instead. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
One cartridge and a lens were returned separated. Inadequate viscoelastic is observed in the cartridge. The cartridge tip is heavily stressed on the top prior to the parting line. Additional stress lines observed on posterior and sides prior to parting line. The stress leads to a tip aneurysm along the top right side that has torn. The cartridge was cleaned to further assess. There was no abnormality, sharpness or protrusion in the internal surfaces of the cartridge observed. The cartridge shows evidence of being placed into a handpiece. The lens was returned positioned incorrectly in a lens case. One haptic is torn in the gusset and the haptic/optic junction against a post of the lens case. The distal tip of this haptic is scraped and extended toward locking arm mechanism.. The haptic damage appears to have been caused by posts of the lens case. The optic is split/cracked in the center of the optic. The customer indicated the use of a qualified lens. Two qualified viscoelastics were indicated. There was no 'asperity' inside the cartridge. The tip is damaged which most likely created the lens damage. Upon return additional haptic damage was observed. The haptic damage appears to have been caused by posts of the lens case prior to return. The root cause of the event is most likely related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. (B)(4).